Event description:
The lay user/ patient contacted lfs on (B)(6), 2010 alleging missing memory on her one touch ping meter. A medical surveillance specialist (mss) spoke to the patient's mom and obtained the following information: the mother mentioned that her daughter has only had the meter for about one month and knows that she has been testing on meter. Mother and daughter felt that the readings on the meter are accurate since it correlates with her symptoms. When she was exhibiting "high sugar" symptoms her meter correlated and displayed high readings. When she had those symptoms and the high readings she self-treated appropriately. She did not seek any further medical attention. The mother mentioned at the end of the month she looked into the meter memory to obtain the average and noticed that there were no readings in the meter memory when in fact she knows her daughter tested her blood glucose. Mother denied that they connected the meter to the computer. Issue was not resolved and the meter was replaced. Mother mentioned that the new meter she receives works fine and does not have any issues. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient¿s symptoms correlated with meter readings and treatment. The complaint is being reported since the alleged issue with meter memory was not resolved.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Case pole clamp lock screws are backing out, causing the locking arm on the pump to fall off.====================== manufacturer response for infusion pump, curlin painsmart pump======================no response yet

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.